Event description:
On (B)(6) 2010, the pt reported e2 (battery depleted) error was displayed on the infusion device without first displaying an a2 (battery low) alert. The pt did not recall the last time the battery was changed. At the time of the report she inserted a new battery. She reviewed the alarm history and no a2 was listed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.